Event description:
Additional information was received that the patient continues to be asymptomatic and will follow-up with the physician every three months.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 months following the implant of a transcatheter aortic valve, moderate aortic regurgitation of an unspecified type, and moderate mitral regurgitation were observed. Per the physician, the deep depth of implant contributed to the regurgitation. The patient is currently being evaluated for potential treatment options. Additional information was received that the regurgitation was paravalvular leak (pvl). The intended depth of the valve was 5 mm ins tead of 6 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc) noted post-implant, and with further evaluation had now appeared deeper. Imaging was performed. The patient was asymptomatic and re-evaluation was planned in three months.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolutfx delivery catheter system (dcs); product ID: d-evolutfx-2329; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. Updated: b5, b7, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 months following the implant of a transcatheter aortic valve, moderate aortic regurgitation of an unspecified type, and moderate mitral regurgitation were observed. Per the physician, the deep depth of implant contributed to the regurgitation. The patient is currently being evaluated for potential treatment options.